Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple intermittent occlusion alarms. There was no impact to the customer's blood glucose level. As the events occurred in the past, troubleshooting was unable to be performed with tandem technical support. Reportedly, the customer was able to clear the alarms and resume insulin therapy.

Manufacturer narrative:
The failure investigation has been performed and the alleged issue was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned.